Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 1.8mm x 3.8mm and was not returned with the instrument. Additionally, the instrument was found to have a detached fragment. Visual inspection was performed and the detached fragment was broken from the tube adapter. The area of the detached fragment measures approximately 1.8mm x 3.8mm in size. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument retaining clip at the instrument tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. Visual inspection was performed and there was no damage to the snake wrist cables, shaft and housing.

Event description:
Refer to h11 for follow-up information.